Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed a red and itchy rash under the therapy electrode pads. The patient's physician recommended leaving the lifevest off for two weeks and prescribed an allergy medication for the rash. The medical outcome of the rash is unknown as the patient ended use of the lifevest.